Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. It is unknown which event occurred with which suture layer. Patient event regarding 4-0 mon on subcutaneous captured in mw 2210968-2020-00850; patient event regarding 4-0 mon captured in mw 2210968-2020-00960; patient event regarding 1 vicryl captured in mw 2210968-2020-00961 and second 1 vicryl mw 2210968-2020-00962; patient event regarding 2-0 vicryl captured.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hiatal hernia repair, laparoscopic lysis of adhesions, laparoscopic revision of lap band to a sleeve gastrectomy and esophagogastroduodenoscopy on (B)(6) 2014 during which the surgeon ¿placed 2-0 vicryl suture pexing the cut edge of the omentum back to the staple line adjacent to the angularis, re-approximated the fascia here with 2 interrupted #1 vicryl with a suture passer. The skin and all port sites were then closed with 4-0 mon in a subcuticular fashion. The incision was closed in 2 layers with deep vicryl and 4-0 mon for the skin¿. It was reported the patient experienced ¿broken sutures, opening of the wound, abdominal wound care, vac- machine for suctioning, pain, swelling, pus, bleeding, frothy draining and fever. After the suture was removed, patient experienced permanent scars and continues to have an allergic internal reaction to the suture.¿ no additional information was provided.